Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer stated she had just gotten back from the gym and the device might have been exposed to sweat. Blood glucose value at the time is unknown; most recent reading is 98 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a stained end cap sticker.